Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the pulmonary parenchyma, the device locked and it was not possible to staple. It was necessary to use another charge.